Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 30 previously reported events are included in this follow-up record. Product return status 18 devices were received. 2 devices were not available for evaluation. 10 device investigation types have not yet been determined.

Event description:
This report summarizes 30 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. - 30 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Event description:
This report summarizes 30 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 29 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h6, h11. 30 previously reported events are included in this follow-up record. Product return status: 28 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 30 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 30 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 30 events were reported for this quarter. Product return status 17 devices were received. 2 devices were not available for evaluation. 11 device investigation types have not yet been determined. Additional information 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.